Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the machine was not communicating and unable to authenticate. A technical support specialist discovered that the users experiencing issues were not members of any configured active directory groups on the es server. The customer confirmed that their internal team was working to resolve the configuration. Final authorization to close the case was granted. The system functioned as intended after the technical support specialist the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis machine not communicating and unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.